Event description:
It was reported that following implant of the right atrial (ra) lead the patient experienced chest pain. The ra lead exhibited rising thresholds and noise. It was confirmed that the lead had perforated the heart wall. The ra lead was explanted and replaced. The patient's blood pressure dropped and a stat pericardiocentesis was performed to remove blood from the pericardial space. After the pericardiocentesis, the patients blood pressure normalized and they were admitted to the hospital for observation. The replacement ra lead remains in use. No further patient complications have been reported as a result of this event. 2024-07-15: it was further reported that there was no performance issue with the replacement lead.

Manufacturer narrative:
Ed and rfr coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant of the right atrial (ra) lead the patient experienced chest pain. The ra lead exhibited rising thresholds. It was confirmed that the lead had perforated the heart wall. The ra lead was explanted and replaced. The patient's blood pressure dropped and a stat pericardiocentesis was performed to remove blood from the pericardial space. After the pericardiocentesis, the patients blood pressure normalized and they were admitted to the hospital for observation. The replacement ra lead remains in use. No further patient complications have been reported as a result of this event.